Manufacturer narrative:
The manufacturer received the devices for investigation and the investigation has been initiated. One x-ray was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a original m.e. Muller, low profile cup, cemented, 44/28 on (B)(6) 2006. The patient was revised on (B)(6) 2016 due to pain. As the exact implantation date was not provided the last day of (B)(6) 2006 was taken and the explant date taken as last day of (B)(6) 2016.

Manufacturer narrative:
The device reported in this incident was and is not released in the u.s. Market, therefor this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).